Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise which was oversensed leading to pacing inhibition. It was also noted that the patient is pacemaker dependent. Additionally, noise was observed on the right atrial channel. The sensing was reprogrammed and the system will continue to be monitored. No adverse patient effects were reported.